Event description:
Spontaneous call form patient to report her pump said 'no disposable' error which has happened in the past. She switched to her back up pump and was infusing just fine. She did not want pump replaced and thinks more than likely this is not a pump issue but a cassette issue- she provided cassette lot# 4220003. Reported to (B)(6) by pt/caregiver.